Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation confirmed the reported event evaluation found the device distal end c-cover was found to be burned. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a burned c-cover was found. There was no patient involvement.